Event description:
Boston scientific received information that two and a half months post implant the clinic received an alert for high left ventricular (lv) lead impedance measurement on the latitude patient monitoring system. The nurse stated when looking at the patient's data, she only sees one impedance measurement for the lv lead that is greater than 2000 ohms, the others vary between 800 to 1700 ohms. The patient will be coming into the physician's office within a few days for follow up. Over one year later new information was received that another alert for high left ventricular (lv) lead impedance measurements was received on the latitude patient monitoring system the clinician reported that the impedance measurements have varied widely from 1000 to greater than 2000 ohms starting approximately one month ago. The clinician also stated that at the patient's last visit one month prior the lv lead threshold measurement was stable and within normal limits. Boston scientific technical services advised the clinician to bring the patient into the clinic to evaluate the integrity of the lv lead. No adverse patient effects were reported.